Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 02.124.216, lot 5304578: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of one (1) 3.5mm locking compression plate (lcp) proximal tibia plate low bend holes, three (3) cortex screw self-tapping, four (4) variable angle locking screw, stardrive recess, self-tapping and three (3) cannulated screw partially threaded due to infection. There were no fragments generated. There was no surgical delay. The procedure was successfully completed with no issues. Patient status is unknown. This report is for one (1) 3.5mm locking compression plate (lcp) proximal tibia plate. This is report 1 of 11 for (B)(4).